Manufacturer narrative:
The reporter contacted animas related to follow up attempts. The reporter indicated that the hospitalization occurred in early (B)(6) 2014 and indicated that the cause was the patient becoming ill with the flu. The reporter indicated that there was no implication of the pump or supplies related to the event. The patient was reportedly treated and released and the patient continues to wear the pump at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hospitalization after getting sick the night before. No additional information was provided. Animas attempted to follow up with the reporter regarding the event but has been unsuccessful at this time. This event is reported based on the allegation that the patient was hospitalized for unclear cause while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1 12/16/2015 device evaluation: the pump has been returned and evaluated by product analysis on 11/21/2015 with the following findings: the pump history from the time of the reported event was not available due to continued patient use of the pump. The available pump history showed no evidence of intermittent power or any activity outside of normal use is observed. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump was exercised for 24 hours without issue. A flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.